Event description:
It has been reported to philips that the wireless footswitch could not connect to the network. The system was not in clinical use when the issue was identified. The customer has a wired footswitch available for use. No harm has been reported to philips.

Manufacturer narrative:
Per the information collected, the wi-fi led was red, which indicates an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.